Event description:
During product service by a service technician, a flogard infusion pump was found to have an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had an air in line alarm. The cause of the condition was determined to be a damaged central processing unit printed circuit board. To correct the condition, the central processing unit printed circuit board was replaced and recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.